Event description:
The patient stated that for the last 6 months bubbles have been forming in his infusion tubing where the tubing connects to the site and his blood glucose reading are now high a 500mg/dl because of this. His normal blood glucose range is 70-120mg/dl. Symptoms of high blood glucose include thirst, frequent urination, and difficulty concentrating. He stated he will prime the bubbles out and 10-15 minutes later, the bubbles reform. At the time of the report, the patient stated he was having a hard time concentrating and he bolused 13 units of insulin through his infusion device. A request was submitted for patient training and as of 12/19/2006 the trainer has not been able to reach the patient and the patient has not returned the trainer's phone calls. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H6: codes: no product will be returned for evaluation.